Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version unknown. Retainer ring =black. Pump type = ngp. Customer returned pump for an alleged cosmetic damage located a crack on the battery side of the pump found on (B)(6) 2022. Unable to perform the displacement test and self test due to unresponsive keypad. Buttons do not function properly. Pump was cut open to perform visual inspection and found no moisture damage on the j1 connector on pcba 1, however moisture damage on pcba 1 and pcba 2 were noted. Not able to download history files or traces using thump due to unresponsive keypad. Pump did not pass the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and label damage(serial number label stained and end cap address label fading). Cosmetic damage was confirmed, cracked case (battery tube) was noted. Unresponsive keypad was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was broken. Customer reported that there was crack on the back of the insulin pump along battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.